Event description:
The patient's father reported that his daughter was hospitalized with high blood glucose results while wearing a pod. He stated that the pod was activated on (B)(6) at 6:54 pm. At 8:15 pm, her blood glucose result was 150 mg/dl. She consumed 35 grams of carbohydrate and gave herself a 3.20u bolus. At 9:42 pm, her result was 130 mg/dl, and she went to bed. At 4:44 am the next morning ((B)(6)), her result was "high" (>500 mg/dl), and at 4:46 am, it was 500 mg/dl. She consumed 73 grams of carbohydrate and took a 7.85u bolus. At 5:44 am, her result was "high" and the pod was deactivated. A new pod was activated at 5:53 am. Her result was 500 mg/dl, and she consumed 50 grams of carbohydrate and took a 4.00 u bolus. At 6:20 am, her result was "high". She went to the hospital approximately 6:30 am - 7:00 am, where her ketones were +3 when she arrived. The hospital staff started an intravenous drip, but the doctor ordered manual injections every three hours instead. Her results that morning were 299 mg/dl at 8:39 am, 432 mg/dl at 8:57 am, and 341 mg/dl at 10:28 am. The second pod was deactivated at approximately 11:00 am. She stayed at the hospital for 2 days, until she was negative for ketones. At the time of the call, her father stated that she was wearing a pod and having regular blood glucose results.

Manufacturer narrative:
The returned product was evaluated and performed as designed during testing. No product defect or deficiency that would have contributed to the reported hyperglycemia and hospitalization was found. However, due to the pulse-width data being lost, it could not be conclusively determined if there were drive issues during use that would have contributed to the reported event. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "low" or 'high' blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death" and "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia. If you get a 'high check for ketones!' Reading, but have no symptoms of high blood glucose, then retest with a new test strip on your fingers. If you still get a 'high check for ketones!' Reading, perform a control solution test to ensure your system is working properly. If the system is working properly, follow your healthcare provider's recommendation to treat hyperglycemia"